Event description:
It was reported that a customer experienced a cartridge change error. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.